Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received motor error alarm during the rewind due to corroded motor home switch. Analysis was unable to performed the prime/a33 test or excessive no delivery alarm due to motor anomaly. No moisture damage on electronic assembly. No button error alarm. However there was intermittent button response due to moisture damage keypad trace. The insulin pump had a minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, excessive no delivery alarms and had moisture damage. The customer's blood glucose reading was 190 mg/dl. The customer stated the reservoir leaked inside the pump and moisture is visible inside of it. She stated the no delivery alarm was resolved by a set change. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.